Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the device was contaminated. During a pulse field ablation procedure, a farawave catheter was selected for use. Upon opening the package and removing the catheter, staining residue was observed on the handle. The catheter was replaced, and the procedure was completed successfully with the alternative device. No patient complications occurred.